Manufacturer narrative:
Device evaluation: the zso-7-7 device of lot number c1656048 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. At the time of the investigation no additional information had been received. Should any additional information that impacts on this investigation be received at a future date, the investigation will be updated accordingly. Lab evaluation ¿ n/a. Document review: prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-7 of lot number c1656048 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1656048. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it should also be noted that the product label instructs the user that a 0.035¿ wire guide should be used with the stent. There is evidence to suggest the user did not follow the product label. Image review ¿ n/a. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It is likely that the device became kinked during straightening whilst being loaded onto the wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per additional information received the user used a 0.025" wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor wanted to insert the zso-7-7 in the cbd. So the nurse prepared the zso-7-7, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire (visi2, 025, angle type) into the zso-7-7, it was impossible, so they used the new one.